Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was received from a patient regarding an implantable neurostimulator (ins).  The reason for call was pt stated the other day she was having trouble with her legs and she checked her controller and her stimulation was off. Pt stated she did not turn her stimulation off. Pt stated yesterday (B)(6) 2020 her ins went to a different program. Pt stated she is not sure if she "bumped it" but it changed to group c but she should be on group a. Pt stated today (B)(6) 2020 the check position option is not available on her group a with adaptive stim. Pt then stated her adaptive stimulation is off. Pt turned adaptive stimulation back on and stated the "check position" option is available. Issue resolved on the call. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as n/a the patient was redirected to their healthcare provider to further address the issue.